Manufacturer narrative:
Investigation of this event is in progress. A follow up report will be submitted upon completion of the investigation.

Event description:
Reportedly, a crystalens was explanted due to complaint of photophobia. The lens was explanted and a monofocal lens was implanted. Both implant and explant doctors state their was nothing wrong with the lens, the only issue was the patient complaint of photophobia. Reportedly, the patient now states her photophobia is now gone with the replacement monofocal lens. Additional information has been requested, but no additional information has been received.

Manufacturer narrative:
The lens was not available for evaluation. A device history record (DHR) review did not find any nonconformities or anomalies related to this complaint. Based on the available information, a root cause of the reported event could not be determined.

Event description:
In addition to photophobia, the patient also complained of blurred vision. In addition to the lens exchange, a vitrectomy was also performed. After intervention, the photophobia was resolved and the patient's vision has improved.